Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient has 2 scs systems: cervical and thoracic. This report is referencing the patient's cervical system. It was reported following an unrelated surgical procedure on (B)(6) 2018, the patient was unable to establish communication with the cervical ipg. It was noted the device was not placed into surgery mode prior to the procedure. The clinician programmer (cp) reflected an error message: "the generator is not responding, contact sjm". Additional information revealed a company representative met with the patient and was able to recover the ipg and effective therapy was restored.